Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was observed. The device was reprogrammed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Manufacturer report 2938836-2017-32681, should not have been reported as a medical device report (MDR) as the product has not been approved by the FDA and is part of investigation device exemption (ide).